Event description:
Device 2 of 3; MFR. Reference report#: 1627487-2019-05868; 1627487-2019-05871.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3 MFR. Reference report#: 1627487-2019-05868, 1627487-2019-05871. It was reported that the patient was not receiving adequate therapy. As a result, the patient's drg system was explanted.